Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient had undergone bypass surgery during which the physician dislodged this atrial lead. Efforts to replace the lead were unsuccessful and the decision was made to implant a new device and plug the atrial port. No adverse patient effects were reported.